Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which warranted hospitalization. Due to the limited information available, the etiology of the patient¿s peritonitis could not be determined. As a result, causality cannot be established. Despite the lack of causality, there was no report a fresenius device(s) and/or product(s) was involved in the serious adverse events. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 29/jun/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized while on vacation (date not provided) due to peritonitis. As of (B)(6) 2023 the patient remains hospitalized, however no further information could be provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized while on vacation (date not provided) due to peritonitis. As of 29/jun/2023 the patient remains hospitalized, however no further information could be provided.